Event description:
Clinical study. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 98% stenosis and a 2.75 mm reference vessel diameter. The vessel was noted to be heavily calcified. Target lesion 1 was treated with rotoblator, cutting balloon and finally, deployment of a 2.75 x 28 mm taxus stent. Residual stenosis was 0%. Post-proceudre, the pt experienced increased respiratory distress which was felt to be secondary to congestive heart failure. The pt was noted to have abnormal chest sounds and 2 days later, had a chest x-ray. This revealed evidence of cardiomegaly and significant pleural effusion. There was evidence suggestive of cardiac decompensation. The pt's renal function was also worsening. Retroperitoneal ultrasound performed the next day revealed diffuse ascites in the right upper quadrant and a lobular contour of the liver. In addition, a septated lesion was noted in the left hepatic lobe, warranting CT imaging. The pt was hypotensive 6 days later. Echocardiography that day noted pericardial effusion. At some point on that day the pt was found unresponsive, pulseless, and without spontaneous respirations. A code was called. The pt was intubated, given epinephrine x 4, and pericardiocentesis was performed, removing 8 ml of serosanguinous fluid without return of pulse. Pea continued throughout CPR and the code was finally called. A death certificate has not been submitted. Edc module notes cause of death as 'unknown'.